Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/1/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: source of information: obtained from the initial reporter on dd mmm yyyy or provided from knowledge as you were present in the case? (B)(6): was obtained on 18/12/203 but I was not in the case. Please provide the hospital or clinic name for this complaint. (B)(6). Please provide the lot number. (B)(6): nurse threw away the whole packaging and did not have the lot number. Please provide an update if the device have been returned or arranged for returned to aries? Nicole: no collection was arranged as item was discarded by the nurses.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an lscs procedure on (B)(6) 2023 and barbed suture was used. The barbed suture was used for closure during lscs and the needle detach from swage while suturing. Hcp was able to fixate the fixation loop and the apex with no issues and the needle detect halfway while suturing. The procedure was completed successfully, with no fragments generated and no delay due to reported event. No adverse patient consequences were reported. Additional information was requested.